Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of bevacizumab. After an unspecified length of time in use, the homecare pt notified the user facility that the tubing set was leaking. It was reported that the solution leaked onto the pt's arm. The pt's arm was rinsed and the spill was cleaned up according to the user facility's protocol. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.